Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
Found while testing. According to the reporter, the device blows fuses when plugged into ac power. No patient was associated with the reported incident.